Event description:
It was reported that this patient had presented to the hospital for ventricular fibrillation (vf) arrest. This implantable cardioverter defibrillator (ICD) had six failed electric shocks and one delivered shock which converted the rhythm. A chest x-ray was taken which showed that the device had migrated downward. Technical services (ts) provided troubleshooting in regard to lowered device position. Reprogramming and possible defibrillation threshold (dft) testing was discussed. Dft testing was performed and eventually successful at 41j and 31j. Physician decided to add a subq array. No adverse patient effects were reported. Currently, this ICD remains in service.